Event description:
It was reported during the operation, the head nurse found that the pressure was too large, it was blocked, and it could not be pushed in. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.